Event description:
It was reported that pump showed malfunction code in tandem source and on pump with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was informed pump needed replacement under warranty, planned to use multiple daily injections as backup insulin therapy, and technical support confirmed pump serial number and shipping address, provided storage mode instructions for transport, and instructed customer to return problematic pump within 10 days using prepaid materials.